Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack opening, delamination, crease fold, wear abrasion. Leak test was performed and found crack opening on diaphragm valve and opening. A microscopic analysis was performed which identified crack opening on diaphragm valve. And also sharp edge opening assessed as unidentified tear opening. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. A sharp opening on anterior due to an unidentified (tear) opening.